Manufacturer narrative:
It was reported that during a literature study it was revealed that the patient presented a femoral shaft fracture and was treated by immediate exchange to long intramedullary hip screw intraoperatively. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that all patients were operated on fracture table and attempted closed reduction under fluoroscopic prior to skin incision being made. The aim is to place lag screw position in the center of femoral head and neck in both anteroposterior and lateral view and tip of lag screw within 5-10 mm from subchondral bone. All patients are treated with intramedullary hip screw lag screw 135 angles with different diameter according to their femoral canal size. No individual clinical information has been provided for inclusion in this medical investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Possible causes could include but are not limited to traumatic injury or surgical technique. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during a literature study it was revealed that the patient presented a femoral shaft fracture and was treated by immediate exchange to long imsh intraoperatively